Event description:
It was reported that after injecting a pt with a bd autoshield duo safety pen needle, the nurse obtained a needle stick injury. This occurred because the device broke and the needle was left exposed as the nurse attempted to take the cap off to discard the device. The source pt is (B)(6). The nurse received prophylactic anti-retroviral medication post exposure.

Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed. (B)(4).